Event description:
Customer called to report the aia-360 will not power up this morning. Customer states the analyzer comes on and gives a data error. Fse dispatched. Analyzer is down, customer runs e2.

Manufacturer narrative:
Field service engineer was able to confirm and reproduce the error. The display continued to have data read error and did not allow any other functions. The fse replaced the display unit, and the analyzer booted up normally. Qc controls ran within specification. Instrument operational per specs and was released for normal operation.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported display assembly failure.